Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported that patient underwent a ligament fixation procedure utilizing a tissue fixation device on (B)(6) 2015. During the procedure, the tissue fixation device did not affix to the patient's bone and two of the spikes were damaged. Another tissue fixation device was available to complete the procedure and the same hole was used.